Manufacturer narrative:
UDI and manufacturing date were received. The emitter was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications.

Manufacturer narrative:
Unique device identification (UDI) not available. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and caused a delay of less than one hour to the surgery. It was reported that during the case, the site had difficulty verifying the straight suction. They were able to register without issue and track the curved suction. They were using a flat panel emitter. The brought in another tray and were still having a lot of difficulty verifying the straight suction. The manufacturer representative checked the emitter details and they were getting a much better signal further up on the emitter than in the middle. There was no metal underneath the emitter aside from the bed itself and there were no exposed metal joints. The surgery was completed with navigation and there was no known impact on patient outcome.